Event description:
A complaint was received regarding an spo2 reading disparity between draeger m540 with masimo spo2 sensors and masimo stand alone devices on patients with low saturations. No adverse patient impact was reported.

Manufacturer narrative:
A complaint was received regarding spo2 reading variations on a patient with low saturation. After review of the provided images, it could be verified that the m540 was reading approximately a 6% higher spo2 saturation than a masimo stand-alone and blood gas measurements. The cited material was requested, however it was determined that this was not available. Additionally the iacs IFU mentions potential sources of spo2 reading variations such as patient conditions with very low arterial oxygen saturation. Therefore we cannot conclusively determine root cause. A query of the complaint database showed this is isolated to this site.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
A complaint was received regarding an spo2 reading disparity between draeger m540 with masimo spo2 sensors and masimo stand alone devices on patients with low saturations. No adverse patient impact was reported.